Event description:
It was reported that while the patient was traveling, they were not feeling well. During interrogation of the pacemaker, undersensing of atrial events was observed. It was noted that the right atrial (ra) sense amplitude was 0.6 millivolts (mv), thus the sensitivity was reprogrammed to 0.5 mv for the atrial channel. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.